Manufacturer narrative:
Provider reports having been contacted by the end-user claiming as they were seated in their device, they had started to perform a tilt function when one of the back canes which support the back frame broke. End-user reported he was not injured as a result of the failure and was removed from the seating by the caregivers. Dealer reports having inspected the device and confirmed one of the telescoping bars which secure the back frame to the seating had broken just above where it attached to the seating. This known failure mode was analyzed at the parent company in (B)(6) and all parts met design specifications. It was, however noted, that this component had failed because it had seen unusual stress which allowed it to fatigue and break over time. It was decided in (B)(6) 2015 that the part could be changed to a different material that would be able to withstand more severe use and be less susceptible to fatigue. The re-designed part has been supplied to the service provider, installed on the device, and returned to the end-user with no further issues being noted. A corrective and preventative action (B)(4) has been implemented to investigate, correct, and monitor effectiveness. The DHR for this device was reviewed and chair met specifications prior to distribution.

Event description:
Received report claiming as the end-user had started to perform a tilt function, one of the back canes which support the backrest broke. No injury was sustained as a result of this reported event.